Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) stated that she disconnected during her dwell and then reconnected herself. The technical service representative (tsr) explained proper disconnect procedures with the hp. The tsr explained to cycle the power off/on twice to clear the alarm and then explained to the hp she would need to start over with all new supplies. The hp stated that she would use manuals. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.